Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail store on 12/20/98. On 1/8/98, she sought medical attention for embedment. She was prescribed antibiotics.